Manufacturer narrative:
Investigation summary: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported when using the bd saf-t-intima¿ safety system with y adapter the needle was not able to be disengage (remove). The following information was provided by the initial reporter. The customer stated: "the indwelling needle could not withdraw the needle core during transfusion for the patient. The indwelling needle was replaced."